Manufacturer narrative:
(B)(4). Batch # n92n8r. The analysis results found that the mcs20 device was returned with no damage in the external components. In addition, the tyvek is not belong to the devices was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed 11 scissored clips. Upon inspection, the jaws were noted to be loose relative to the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected. Another device was used to complete the case. There were no adverse consequences to the patient.